Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements of the suture sleeve, including its diameter, confirmed it met specifications. Analysis did not identify any lead issues that would have contributed to increased pacing threshold measurements, dislodgement, or looseness of/difficulty securing the suture sleeve.

Event description:
Boston scientific received information that a few days after the implant procedure during a follow up and right ventricular lead pacing thresholds had increased. An x-ray showed that the lead did not have enough slack. A lead dislodgment was suspected. During a revision procedure to reposition the lead the suture sleeve was not adequately fixated. An attempt to resolved this issue was not successful. A new lead was used and the procedure was completed. The right ventricular lead will be replaced. No adverse patient effects were reported.